Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: explant was for left breast prosthesis rupture, right breast revision procedure was for scar revision. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 400cc gel breast prosthesis (left device) and a mentor memorygel breast implant 350cc gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. The patient developed shooting pains in her left breast prosthesis as well. Additionally, the patient developed fat necrosis in her right breast prosthesis. As a result, the patient underwent two surgeries on (B)(6) 2022. The patient underwent unilateral explantation of the left breast prosthesis and it was replaced with a mentor memorygel breast implant 350cc gel breast prosthesis. During explant surgery, it was observed that the removed breast prosthesis had holes and bubbles. The removed breast prosthesis was discarded following explant surgery. The patient also underwent a scar revision on her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.